Event description:
Customer reported that the insulin pump is alarming button error. Customer stated she was out of town and the device went trough the body scan at the airport and she also bumped it against a wall. Blood glucose level is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test and motor tests. No motor error alarms or displacement anomalies noted. Device received with intermittent button response due to moisture damage at keypad traces. No button error alarms noted. Device received with cracked case display window corners, battery tube threads and scratched lcd window.